Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Does the surgeon routinely wait 15 seconds prior to firing? Please confirm surgical procedure. Were any malformed staples noted throughout care of patient? What is the preoperative anticoagulation regime? How was the post-operative bleeding addressed? How many devices were involved per procedure? What is the current patient status?

Event description:
It was reported that there was pulsating arterial bleeding on staple row during sleeve gastrectomy. There were some post-operative bleedings within patients that had surgery shortly after each other. Extra hospital days for the patients and extra tranexamic acid administration were applied as treatment.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 1/13/2020. Additional information was requested, and the following was obtained: does the surgeon routinely wait 15 seconds prior to firing? Yes, as can be seen in the video, the surgeon tends to wait +/- 15 second before firing the device. Please confirm surgical procedure. I will send you a sheet with alternative information about the surgical procedures and the anticoagulation regime. What is the preoperative anticoagulation regime? I will send you a sheet with alternative information about the surgical procedures and the anticoagulation regime. How was the post-operative bleeding addressed? In all the affected patients there was a drop noted in the hb post-ok. In one of the patients there was visible rectal blood loss. How many devices were involved per procedure? As can be seen in the sheet, there was one manual echelon involved per procedure. Next to this, a variety of different echelon reloads were used (white ¿ blue ecr) what is the current patient status? Current patient status is ok for all patients. However, the patients do encounter anemia and early fatigue which leads to extra consulting.